Event description:
Epidural catheter breakage reported. An epidural catheter was inserted without problem into a pt for labor analgesia. When the catheter was removed, reportedly without problem, by the nurse at the conclusion of the treatment, it was noted that the tip was missing. The customer states that approx 1-3" of the end of the catheter possibly remained inside the pt. An attempt was made to visualize the catheter under fluoroscopy, but they were unable to locate the catheter. The customer reported that the catheter appeared stretched (but not at the location of the break), and the end where the catheter was broken is jagged, not a clean cut. The pt remains asymptomatic and has required no treatment. Add'l pt info was requested, but no further info was available.